Event description:
Sample port on foley bag leaking. When checked the blue sample port appeared to be depressed, and urine was leaking out of port. Syringe was place on the sample port to check if it would stop leaking. When syringe was taken off sample port the entire part around sample port came off. Foley tubing and bag then replaced.